Manufacturer narrative:
Product complaint # (B)(4). Additional information: h4. Device manufacture date, h6. Type of investigation: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Was there any damage to the box that the product was shipped in? There was not any noticeable damage to the box of the vistaseal. The transportation investigation results have been received: investigation summary: a review of the specific lot code identified in the complaint found no remaining inventory within the mlc. No special / extraordinary events / observations were identified during the receiving, storage, picking, packing, or shipping of the lot and order(s) for the product in concern. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: upon the reception of the notified incident, it was requested additional information regarding the batch number, a clarification of the damage as well as pictures of the involved device. On june 07, 2023, some pictures of the involved device were received, and the batch number became available (804g121981). Moreover, we were informed that there was not any noticeable damage to the box of the vistaseal. The sample was received at the premises of lnstituto grifols, s.a. (Ig) on (B)(6) 2023 and it could be observed the blister broken by different parts.when inspecting the sample, the broken parts of the blister suggested that a perpendicular force was applied to a specific section of the blister (yellow arrow) when the product was frozen triggering the breakage of the blister. Following our standard procedures, ig performed an investigation focused on the packaging process and the visual inspections carried out. During the packaging process of batch 804g121981, the blister components were previously inspected to detect any defects or anomalies. Then they were manually placed to conform the blister kit, at this point the packaging unit carried out a review of the 100% of the blistered kits. Afterwards the blisters were sterilized using hydrogen peroxide and a second review of the 100% of the units was performed. Then, when it was verified that the blisters were correct, they were automatically introduced in the unitary box. If a defect like the reported one would have occurred in any of the units to be packed it would have been detected in the existing controls mentioned. The packaging batch records were also reviewed, and results were found correct within specifications, no incidences were registered related to the incidence described. Furthermore, a control of the visual inspection was carried out on a statistical representative number of units sampled by quality assurance staff, with the aim of assuring the accuracy of the previous inspection. For this batch, none of the units sampled were rejected. Considering the nature of the notified issue, ig requested to ethicon a review of the storage and shipping process of the batch. According to the investigation received from eth icon on june 27, 2023, no abnormalities that could explain the breakage of the blister were identified during the reception, storage, picking, packing, or shipping of the product in concern. Considering all the above it can be concluded that all the procedures performed at ig facilities were conducted with no anomalies detected, for this reason, the reported defect cannot be associated with any manufacturing process or the quality of the product or components of the final kit. Despite no root cause could be assigned, according to the sample received, it could be possible that when the product was frozen a vertical force applied to a specific section of the blister triggered its breakage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify which was the damaged packaging syringe or dual applicator? Both. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6)2023 and a fibrin sealant preparation device was used. Upon opening it was noticed that the plastic seal looked like it was cut open or broken. Another like device was used to continue with the procedure. No adverse patient consequences were reported. Additional information was requested.